Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were getting uti and has been in the hospital twice since implant because of them. Patient also reported that the first time they had uti they almost die because they got sepsis. Patient further stated they were out of the hospital for 10 days and went in again for another uti. It was further reported that the patient health care professional stated that the cause of the infections was because of urine retention in the bladder and that the patient was not able to empty the bladder because the ins my not be working. Patient further mentioned that they and some mild leaking that has turned into incontinence. Patient was offered to walk them through changing to a different program, but they declined. No further complications were noted or anticipated. See already reported (B)(4): poor comm/cannot sync ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they could feel stimulation during the day but at night they would stopped feeling stimulation and would wear 4 diapers at night. Patient also reported that at the doctor's office, they increased stimulation but it was painful and it was decreased and but not having symptoms relief at night. Stimulation is on and set to program 1 at 5.1. Patient stated they wanted to switch to another program and was switched to program 2 and increased stim to 3.0 and stated they can feel stim at a comfortable level. No further complications were noted or anticipated